Manufacturer narrative:
Device not returned.

Event description:
Reportedly, pt expired approx after a implant duration of 0.13 month, due to unk reasons. Unk if pt death is device related. Pt also had a 3300tfx in the aortic position, on the same day. Info learned from implant patient registry.